Event description:
The customer reported that the fluoro images did not display on the monitor.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiation with the hospital.